Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system flash aspiration catheter (flash catheter) and a non-penumbra sheath. During the procedure, the physician completed one pass using the flash catheter. While torquing the flash catheter back and forth, the distal end of the flash catheter kinked in the inferior vena cava (ivc). When withdrawing the flash catheter, the distal end of the catheter was noticed to be in the patient's heart. The distal end of the flash catheter was removed by using a snare device. The procedure was completed using a new flash catheter and a new non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section has been updated.1. Section b. Box 5. Describe event or problem. Evaluation of the returned indigo system flash aspiration catheter (flash catheter) confirmed it was fractured. The flash catheter was also kinked and torqued at the fractured location. If the flash catheter is forcefully torqued and manipulated against resistance, damage such as a fracture may occur. Further evaluation revealed a kink on the catheter. This damage was incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system flash aspiration catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), and a non-penumbra sheath. During the procedure, the physician completed one pass using the flash catheter. The flash catheter became kinked distal to the sheath in the inferior vena cava (ivc) when being torqued and manipulated back and forth. The flash catheter then fractured at the kinked location when retracted into the sheath. The distal end of the flash catheter was snared. The procedure was completed using a new flash catheter and a new non-penumbra sheath. There was no report of an adverse effect to the patient.